Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the infected device. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." No lot number has been provided; therefore a review of the manufacturing records is not possible. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent a hernia repair surgery, for the repair of a ventral hernia, during which her surgeon used the bard/davol composix kugel. On (B)(6) 2011: the patient complained of increasing pain, swelling and abdominal discomfort. Patient underwent a surgery to remove the infected composix kugel. The patient's attorney alleges the patient has never fully recovered from the surgery, still experiences increasing pain and discomfort, and may be forced to undergo subsequent surgery(ies) in the future. As a result of having the composix kugel implanted the patient has experienced and continues to experience significant physical and mental pain and suffering, permanent injury, numerous corrective surgeries and hospitalizations. The patient required and will continue to require healthcare and services as a result of her injury. Patient also has suffered and will continue to suffer diminished capacity for the enjoyment of life, a diminished quality of life, increased risk of premature death, aggravation of a preexisting conditions and activation of latent conditions, and other losses and damages.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent a hernia repair surgery, for the repair of a ventral hernia, during which her surgeon used the bard/davol composix kugel. (B)(6) 2011: the patient complained of increasing pain, swelling and abdominal discomfort. Patient underwent a surgery to remove the infected composix kugel. The patient's attorney alleges the patient has never fully recovered from the surgery, still experiences increasing pain and discomfort, and may be forced to undergo subsequent surgery(ies) in the future. As a result of having the composix kugel implanted the patient has experienced and continues to experience significant physical and mental pain and suffering, permanent injury, numerous corrective surgeries and hospitalizations. The patient required and will continue to require healthcare and services as a result of her injury. Patient also has suffered and will continue to suffer diminished capacity for the enjoyment of life, a diminished quality of life, increased risk of premature death, aggravation of a preexisting conditions and activation of latent conditions, and other losses and damages. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of composix kugel mesh. Per operative notes, "the fatty tissue below the umbilicus was dissected out. A composix kugel mesh was inserted through opening and placed with multiple sutures beneath the umbilics." (B)(6) 2011 - patient was diagnosed with volvulus of small bowel and adhesions thereby underwent open repair with the explant of mesh. Per operative notes, "a clear fluid was found. Initially it was purple, kept in saline over a period. Irrigation was preformed and the graft was removed with all staples." Attorney alleges that the patient had adhesions, bowel obstruction, mesh explant, pain and suffering, unable to lift anything.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the infected device. Regarding infection, the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 5 months post implant of composix kugel mesh, patient was diagnosed with strangulation and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. Review of manufacturing records shows product was manufactured to specification. Updated fields: a2, b2, b4, b5, b7, d4, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.